Event description:
Information from bravo registry from intl. Clinical trial database. Post brain avm embolization cerebral hemorrage the day after embolization requiring surgical intervention.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Bravo information: foreign registry pertaining to the evaluation of onyx in the treatment of brian avm. Prospective, multi-center in other country's started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.